Event description:
It was reported that the customer was hospitalized for high bgs. In addition, it was informed that the customer was tested for heart and vascular issues. Also the customer refused to test as they felt the pump is fine as tested in the hosp.